Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h9, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additional reportable malfunctions identified during evaluation included a broken video cable and damaged fiber bonding in the outer tube area at the distal end. A root cause could not be identified. However, the investigation suggests the malfunction was likely due to the broken video cable, which caused the image to appear green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had the image turn green. The issue was found during inspection for use. There were no reports of patient harm.